Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 50mg/ml at 23.99mg/day, fentanyl 50mcg/ml at 23.991mcg/day and bupivacaine 1.3mg/ml at 0.6238mg/day via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included multiple back surgeries, disc removal, fusions, etc. The company representative reported he was informed of a suspected catheter issue and potential revision and/or replacement. The patient was not complaining of an increase in pain. Per the reporter the patient seemed more concerned that the catheter may have been damaged during one of his back procedures. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was reported as cap (catheter access port) kit pump aspiration. The company representative stated that they were able to aspirate the catheter the day of the report. The company representative stated that he was unable to determine if a dye study was attempted prior to the day of the report. The physician used a cap kit and was able to aspirate 2.5cc of drug plus csf (cerebral spinal fluid). The physician elected to replace the catheter to reassure the managing physician and the patient. The act ions and interventions taken to resolve the issue was a catheter replacement. The issue was resolved and the patient status was noted as alive, no injury at the time of the report. No further patient complications were reported or anticipated.